Manufacturer narrative:
This report is filed on april 29, 2019.

Manufacturer narrative:
This report is submitted on march 12, 2019.

Event description:
It was reported that the patient experienced intermittencies with device use; however the issue could not be resolved. Subsequently, the device was explanted and the patient was reimplanted with a new device.